Event description:
It was reported that the patient underwent a right total elbow arthroplasty on an unknown date and is being considered for a revision due to unknown reasons.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported the patient fell and sustained failure of ulnar and humeral components of the upper extremity. The upper extremities are not used for ambulation and therefore did not cause or contribute to the fall which led to the fracture. Please consider the complaint not reportable at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right elbow arthroplasty on an unknown date. Subsequently, the patient is being considered for a patient matched implant due to failure of ulnar and humeral components due to numerous patient falls.